Event description:
This lead was attempted on (B)(6) 2012. Lead dislodged in cs branch prior to wound closure and patient respiratory status declined during the procedure and physician opted to abort repositioning lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).